Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. An onsite assessment of the product was not performed. Therefore, the customer reported event could not be confirmed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the equipment presented an ultrasound error. The equipment was replaced in order to complete the procedure. There was no patient harm.